Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Affiliate provided two lot numbers as it was unknown which lot was used in the procedure. DHR information for both the lots are provided below lot: u1606196; mfg date: jul 13, 2016; exp date: may 31, 2019. Lot: u1607067; mfg date: aug 9, 2016; exp date: jun 30, 2019. (B)(4).

Event description:
The affiliate reported via email during a rotator cuff repair, the suction electrode was sparked when the surgeon was using the suction electrode in question during rotator cuff repair surgery on (B)(6) 2017. The surgery was completed by using alternative electrode. It was brand new and the first use when the issue occurred. There was no harm to the patient. Additional information received via email from the affiliate on 5-1-17. No information is available if the sparking was inside the patient no additional information is available if anything fell into the patient

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Lot: u1606196; mfg date: jul 13, 2016; exp date: may 31, 2019. Lot: u1607067; mfg date: aug 9, 2016; exp date: jun 30, 2019. UDI: (B)(4). UDI: (B)(4). Evaluation summary: the complaint device was received and evaluated. Visual observation of the electrode revealed signs of activation at the active tip. There is also damage to the manifold between the 3 and 6 o'clock positions. The return brace has also become partially detached from the device and is now in immediate proximity of the active electrode. Visual inspection of the suction tube revealed saline residue in the tube. Due to the nature of the failure and extent of damage between the return brace and manifold the device was returned to the supplier for further investigation. The device passed all capacitance testing. Hipot testing was not performed because it was evident there was a breakdown between the return brace and manifold . Electrical investigation of the device revealed sparking when attempting to activate the device. The customer provided 2 lot numbers but was unsure which of the 2 this device belonged to. Device history record reviews and complaint system searches were conducted for both provided lot numbers. Review of the device history record of both provided lots indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 other dissimilar complaint for this lot of devices (u1607067) that were released to distribution. No additional complaints of any kind were found for lot u1606196. Due to the frequency of this failure mode the supplier has opened a CAPA to further investigate the root cause of this issue. This issue is likely due to insufficient application of the epoxy between the metal tip and surrounding ceramic. This insufficient application of epoxy would result in voids in the space between the metal and ceramic that could allow a path for electrical power. Any further corrective actions will be documented in the CAPA. Therefore, no further corrective actions are required and no further action is warranted at this time. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Affiliate provided two lot numbers as it was unknown which lot was used in the procedure. DHR information for both the lots are provided below. Lot: u1606196; mfg date: jul 13, 2016; exp date: may 31, 2019. Lot: u1607067; mfg date: aug 9, 2016; exp date: jun 30, 2019. (B)(4).